Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and atrial oversensing of the ventricular channel. It was noted that it could be possible far field r-wave or t-wave oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.